Manufacturer narrative:
The downloaded data returned an alarm, indicating that the rotational sensor maximum open count was exceeded. The spring latch was misaligned, resulting in the clutch spring not deploying. The spring latch became lodged in the reservoir cap and prevented the ratchet gear from turning. This resulted in the alarm and a failure to deliver insulin. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. Patient stated that she had just put the pod on when the pdm (personal diabetes manager) read low reservoir and instructed to remove pod.